Event description:
It was reported that the patient's vns battery had reached a 25% battery status and it was stated that the battery was depleting faster than expected. Of note, the patient's device was programmed to "rapid cycle" settings (i.e. A short off time) which was stated to be beneficial for the patient. Rapid cycle settings are known to deplete the battery faster than similar duty cycles with longer off times. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
The patient was replaced due to prophylactic replacement. The explanting facility historically does not return devices and will discard. Therefore the explanted device has not been received to date. No further information has been received.